Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The issue was resolved after part replacement. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation system being used during a transsphenoidal em. It was reported that when the emitter was plugged in, the navigation light stayed orange. They tried with second a emitter and it worked well. This issue occurred pre-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome.

Manufacturer narrative:
The emitter for the navigation system was returned to the manufacturer for evaluation. Testing found that the emitter could not establish communication with the electromagnetic interface box. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.